Manufacturer narrative:
The reported event was confirmed through functional testing of the autopulse platform (sn (B)(4)). The root cause is due to a defective processor pca assembly. Upon visual inspection no physical damage was observed. During functional testing of the platform, user control panel was not working. After replacement of the processor pca assembly, the platform was functionally tested and operated as intended. The platform passed all testing specifications with no further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
Upon deployment, the autopulse platform (sn (B)(4)) led lights came on but did not perform compression and the buttons on the user control panel did not work. The crew immediately performed manual CPR. Return of spontaneous circulation was achieved. Additionally, the user performed troubleshooting of the platform in the station with similar outcome.